Event description:
It was reported that during a left renal artery stenting treatment procedure, a stent dislodgement occurred. It is noted that a continuous flush was maintained throughout procedure and ivus was used. After predilatation of the lesion with ultrasoft sv 4.0/2.0/90 cm and ultrasoft sv 4.5/2.0/90 cm balloons, the physician attempted to guide the express vascular sd 6.0x18x90 cm stent into the left renal artery lesion. Due to the tortuous anatomy, it was necessary to exchange the guide wires twice and reinsert the stent delivery system (sds) into the guide catheter twice. During the third attempt to pull the stent back into the lumen of the guide catheter, the stent dislodged from the balloon and the physician was unable to pull it back into the catheter lumen. The physician attempted to pull the stent and delivery system from the patient, but the undeployed stent became stuck in the artery. The stent came off of the sds at the level of the groin in the common femoral artery, but remained on the guide wire. Surgical intervention consisting of a transdermal cut-down with local anesthesia was required to remove the stent form the lumen of the artery. Subsequently, another express stent was successfully deployed at the target lesion. In the physician's opinion, "the reason for this complication seems to be the difficult nature of the procedure as well as the necessity to reinsert the stent." Patient status is reported as "good."

Manufacturer narrative:
Device analysis: the complainant indicated that the stent and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.